Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with loss of capture on the atrial lead. The physician elected to reprogram the device to backup vvi until the device triggered the elective replacement indicator. The lead was capped and replaced on (B)(6) 2018. The patient was stable.